Event description:
Customer reported that their nurse used a wrench to tighten the phaco tip to the handle, which caused several flecks of titanium alloy to be released into the patient's right eye. The surgeon, indicated that most or all of the titanium pieces were likely removed, though there is a possibility that some fragments may remain in the eye. The patient was informed of the incident. As of one week after the surgery, the patient has not reported any adverse visual events, retains 20/20 vision, and exhibits no signs of atypical inflammation. Follow up information was received noting that the serial number of the handpiece is unknown, the lot number of the phaco tip is possibly (B)(6), and the products involved are unavailable for return. Additional patient demographic details, including weight, race, and ethnicity, are not known. Note: this report is against the tip. A separate report will be filed against the handpiece and wrench.

Manufacturer narrative:
Section e1, telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.